Event description:
Based on initial report "two catheters have proven to be defective, a few days after having been implanted." Follow up translation of spanish to english says "the catheter was implanted via the basilic vein and has been in place for approx four months and without knowing the catheter tip broke and migrated 18 cm close to the atrium of the auricola. Evidently, they have had to conduct a surgical procedure to remove the piece of catheter before it could enter the heart." They removed the pieces of catheter.